Event description:
Boston scientific received information that this left ventricular (lv) endocardial lead exhibited high capture thresholds with loss of capture. X-ray evaluation revealed that the lead had dislodged from its original position, but remained within the target vessel. A lead revision procedure was performed and despite multiple attempts by the physician, this lead was unable to be repositioned so was surgically abandoned. The patient's previously implanted lv epicardial lead was reevaluated, yielded acceptable measurements, and subsequently was made the active lv lead and remains in service. No additional adverse patient effects were reported related to the lead revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.